Manufacturer narrative:
H11-correction d4-corrected model # section d4 was updated to indicate correct model #

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to the vyaire medical that customer requested quote for fse to repair vent with motor fault on avea ventilator. There is no patient information associated with the reported event.